Event description:
It was reported that the patient presented for follow-up in the clinic. It was noted that the right ventricular (rv) lead exhibited high capture threshold. No intervention was performed. The patient was in stable condition.